Event description:
Customer reported a malfunction on pump, with a malfunction code displayed as malf 0 and a fault ID of 0-0x277d. There was no reported adverse impact to customer's blood glucose level. Technical support provided pump reset information and assisted customer in resetting pump, which resolved the issue without recurrence, and customer was advised to continue using pump and to report any further malfunctions.